Event description:
It was reported that myovation based reconstruction programs on the xeleris workstations intemittently and unintentionally appear different in the static versus the dynamic/gated modes. Root cause investigation determined the cause to be software issue associated with the x-direction the cause to be a software issue assocciated with the x-direction motion correction during data reprocessing of the same study session in spect cardiology applications. The gated results are affected; perfusion results are not. The concern is for patient misdiagnosis and unwanted catherization. Use reports that one patient may have been misdiagnosed. No other injuries or other adverse events were reported.